Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found with two severely bent grips, causing a misalignment of the grips. As a result, the clip could not be properly loaded on the clip groove of the grips. The grips do not show cracking damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument was not clipping. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no damage noted to the instrument. The incident with the clip applier occurred while the surgeon attempted to clip a cystic artery during a robotic cholecystectomy procedure. The issue was not related to the clip applier jaws remaining static/not moving when surgeon commanded movement and not related to unexpected motion of clip applier while attempting to clip. The surgeon attempted to close the clip with the applier and it would not clip, despite the clip applier closing fully. The customer did not believe the clip applier ever fully clicked together. White medium-large hem o lok clips were used for the procedure. The vessel or tissue bundle was not greater than what is specified in the instructions for use. The clip applier was used 2 or 3 times before it was replaced with a backup. The patient was fine and there was no injury due to the faulty clip applier.